Event description:
It was reported that patient received alerts for non-sustained lead noise. Upon investigation, there was no noise. Patient was asymptomatic and it is suspected that the sensitivity of the device was set too aggressively. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.